Event description:
The patient had a total hip replacement in 1983 and 1984. On 4/6/94 the patient was admitted to the hospital for removal of the total hip arthroplasty. The acetabular component was removed and a fist sized defect was noted within the acetabulum itself.